Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) generated errors and analysis of log data indicated multiple errors. Display wires were found to be pinched with wire insulation exposed. It was noted that the white wire shorted to main printed circuit board (pcb). The customer comment regarding the gasket was confirmed and it was found that the main seal was pinched. In addition it was noted that the upper case, encoder assembly, four knobs, display, main printed circuit board (pcb), display frame and insulator label were contaminated. It was also noted that the hanger assembly, upper case and lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.